Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize that the door was closed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. Additional information b5: the spectrum pump was not detecting the closed door and was displaying a "door latch error". H11: the device was received for evaluation. During functional testing, the reported problem "not detecting the closed door and was displaying door latch error" was reproduced. A review of the event history log revealed "door jammed" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a door not fully latched message. The cause of the condition was determined to be a loose link. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.